Event description:
Patient reports that it feels like a tooth chipped or gums collapsed on the basis that more tooth than normal. The patient provided an image of the tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.